Event description:
This manufacturer report is associated with manufacturer report number 3005099803-2008-3902. When the device was received for manufacturer report number 3005099803-2008-3902 (september 14, 2006), it was noted that a second device was included in the shipment. We were unable to determine the circumstances under which this device was used; however, an investigation of this second device revealed that it was damaged.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Evaluation of the returned device revealed that the pebax portion was flattened and presented with little holes. The core wire was slightly exposed. The cause of this malfunction is undetermined.